Event description:
Boston scientific received information that during the device change out procedure for normal battery depletion, the right atrial (ra) lead exhibited an impedance measurement of greater than 2000 ohms when connected with the new device. It was noted that prior to the replacement procedure, the impedance measurement was within normal limits. The physician noted that he could feel the fracture in the pocket. Subsequently the ra lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.